Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer had high blood glucose and the insulin pump was under delivering. The customer¿s blood glucose level was 250 mg/dl at the time of incident and current blood glucose level was 503 mg/dl. The customer had symptom related to high blood glucose level such as lethargic and was treated with insulin pump. The customer removed reservoir, rewound, reinserted reservoir and ran manual prime and filled tubing with current set and insulin exited. The customer performed displacement test and it passed. The customer alleged insulin pump was under delivering as the customer had unexplained high blood glucose level though had not eaten much and also the customer read online that the insulin pump have problem working in high altitude. The insulin pump will not be returned for analysis.